Event description:
It was reported that the central control monitor (ccm) was not working, and the screen went black. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm and performed release testing successfully. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: since the central control monitor (ccm) was not functional, no logs for the ccm were provided. The large roller pump and power manager logs both showed that on (B)(6) 2022, a perfusion screen was opened, and the system was powered down without exiting the perfusion screen. If the ccm screen was blank the user would not have been able to exit the perfusion screen so powering the system down would have been the only option. Since neither the large roller pump or the power manager reported the ccm missing, most likely only the ccm display was lost and the ccm was still running. During laboratory analysis the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. As the ccm was powered on the pst observed that there was no backlight. After testing multiple components and the issue persisted, the pst installed a luo ccm display and the issue was resolved. It was determined that the ccm display was defective. The service repair technician (srt) replaced the ccm liquid crystal display (lcd). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.